Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrx. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially reported as (B)(6) 2014; should have been (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a kyphoplasty procedure, the surgeon was inflating 2 medium synflate balloons simultaneously; the surgeon then asked that a 3rd medium be opened and he inflated the 3rd balloon to maximum pressure on the inflation system. The balloon reportedly burst when it was overinflated by the surgeon on the inflation system. The procedure was completed using another like/instrument. There was a ten minute delay to the surgery. All fragments of the ruptured balloon were retrieved from the patient, and the patient's outcome/status following the surgery was reportedly stable. This is report 1 of 1 for (B)(4).